Manufacturer narrative:
Initial reporter information- information unknown at this time. The device was returned however, evaluation is not completed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that after a microbiological routine control which was carried out as required by french regulation, the user detected an unexpected contamination with the evis exera iii gastrointestinal videoscope. The user then left the medical device to the french olympus subsidiary for further investigation. The event occurred during reprocessing. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer, device evaluation and the legal manufacturer's (lm) final investigation. The customer provided their cleaning, disinfection, and sterilization process stating the pre-cleaning and cleaning detergent used is aniosyme x3. When they disinfect/sterilize the biopsy valve, air valve, and suction valve an autoclave is used. The automated endoscopic preprocessor (aer) used is non-olympus (soluscope 4). The aer detergent is soluscope cln, the aer disinfectant is soluscope paa, their storage practice is to store the device in a wassenburg dry300d cabinet and olympus is the maintenance company. The device was evaluated and multiple defects were noted during the evaluation including: the scope connector cover was cracked and leaking air, the distal end resistance value was out of specification, the bending section rubber was worn out, the rubber on switch button 1 was pierced, the universal cord had wrinkles, the air-water scope connector mouthpiece was loosened, the degrees of angulation were out of specification, and the biopsy channel was found to be worn. However, these defects are not considered severe enough to cause a potential adverse event. According to the lm while multiple traces of physical stress and worn biopsy channel were confirmed which can cause microorganism to develop on the device, the user could have prevented the event by detecting physical damage in accordance with the instructions for use (IFU), and not using the device. The IFU states "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." A review of the device history record found no deviations that could have caused or contributed to the reported issue. Growth of microorganisms at 21cfu was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, growth of microorganism was found to be significantly lower at 9 cfu; which is in accordance with the alert level of the standard. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.